Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on the date of the report, she fainted due to a low. She initially reported that there was no alert, but subsequently believed that she acknowledged the alert before it sounded. When the receiver alerts were tested they alerted. The patient's husband gave her a coke and she administered three units of humalog to herself. At the time of the call to dexcom technical support, the patient reported feeling well.